Manufacturer narrative:
FDA UDI ¿ (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 226152 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 226152 and test base part number 195-430h/ lot 222445. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 226152 showed that the complaint rate is(B)(4) abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported two false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6)2024 and (B)(6)2024. This manufacturer's report addresses test one (1) of two (2). Consumer performed the first binaxnow test on 25jan2024 and the second binaxnow test on (B)(6)2024, both generated positive results. Pcr confirmation testing (platform unknown) was performed at a clinic on 27jan2024 and generated a negative result. No additional patient information, including treatment and outcome, was provided.